Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed artifacts on the atrial channel leading to oversensing. Furthermore the pacing threshold test from (B)(6) 2019 demonstrated a value of 0.5v@1ms. The available pacing impedance trend curve showed values around 300ohms with a drop at the end of (B)(6) 2019 to 250 ohms which most likely resulted in the reported polarity switch. This value was constantly measured till the end of the registered data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 43 months, oversensing on the atrial channel was reported.